Event description:
It was reported the right ventricular lead impedance measurement was high. It was also noted the lead was implanted after the use by date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a high impedance alert was recorded on (B)(6) 2013. The impedance rose from a baseline of about 700 to 3743 ohmsthe week ending (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).